Event description:
It was reported that the device exhibited several episodes of non-sustained right ventricular oversensing due to post-paced t wave oversensing. A programming change was made during the device check. There were no adverse health consequences, the patient was stable.